Event description:
It was reported the jetstream catheter was pealing the coating off the non bsc guidewire. During advancement of a jetstream catheter over a non bsc guidewire, just prior to entry into the sheath, the physician noticed some accumulation of something on the tip. The physician felt that it was possibly coating of the guidewire, so the jetstream was removed, was re-primed, and the guidewire was exchanged for a different non bsc guidewire. The jetstream was then advanced again when it was noted that it was also stripping the coating on that wire. This happened outside the patient's body, therefore, they removed the jetstream, wiped down the wire, re- introduced the jetstream, and continued with the procedure. The procedure was completed with this 2.4mm jetstream. No patient complication were reported. Returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device and the catheter shaft were checked for damage and none was found. Per the customer's statement the guidewire coating when inserting into the catheter was peeling off at the tip. The guidewires that were used in the procedure were not returned. A .014 test jetwire was inserted into the device to try and duplicate the alleged complaint. No coating was seen peeling at this point. The guidewire was taken out and then reinserted. A slight bend to the wire was purposely induced as the wire was being inserted into the tip. It was then noticed that a peeling of the coating was taking place at this point. Functionality of the device was completed and the device functioned as designed with no errors or issues. Inspection of the remainder of the device, revealed no other damage or irregularities.